Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a request to review one of this patient's atrial tachy response (atr) event was made as loss of capture (loc) was suspected. Technical services (ts) reviewed the case and saw atrialventricular pacing into likely an intrinsic beat, followed by ventricular pacing (vp) loc marker. This is followed by 3 intrinsic events due to conducted atrial tachy signal, then a vp fusion. Ts can see a t-wave post vp. The vp is also labeled as fusion indicating that likely an intrinsic event occurred. Thus, there's likely no loc according to ts. This device has been returned for analysis without additional allegations as it was explanted due to normal battery depletion. No adverse patient effects were reported.